Event description:
A malfunction alarm, identified as malf 12, was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed that they may continue to use the pump and advised to contact support again if the issue reoccurs.